Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. At an unspecified time, the device was programmed to deliver dilaudid 0.2mg/ml with a 0.5mg loading dose and the delivery was started. At an unspecified time, the device was programmed to deliver dilaudid 0.2mg/ml in the pca only mode, with an 0.2mg pca dose, a 10 minute pt lockout, and a 3mg four hr dose limit. After an unspecified length of time, the nurse reported that the pt continued to complain of chest pain. At an unspecified time, it was reported that after pt pressed the pt pendant and the nurse noted the device did not beep and the display did not indicate that a dose was being delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.